Manufacturer narrative:
Patient identifier: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast reconstruction, the device's protected cautery tip caused skin burns, proximal to tip on black "protected" area of tip, intervention was required to prevent permanent impairment/damage.